Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. It was alleged that this was premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.